Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then removed due to a patient's weak capsule indicated as not caused by the lens. A vitrectomy was performed. Another lens, the same size and model was implanted. No patient consequence and patient was stable. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site in its original folding carton. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) compatible with an iol that has been handled during the removal process. Both lens haptics tips were observed rounded. One haptic was observed distorted/bent. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specifications. A search on complaints revealed no additional complaints have been received for this production order number labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.